Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of epoprostenol with a spectrum iq pump, the patient had difficulty breathing and increased heart rate. It was further reported "the medication was not infusing even though the pump looked like it was". A rapid response was initiated. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information b5: it was additionally reported that the pump had an upstream occlusion alarm during the patient infusion. The registered nurse confirmed that the medication was successfully primed through the tubing and clave to ensure no air bubbles and that the tubing was ready prior to the infusion. After the alarm occurred the nurse checked the tubing and clamps to make sure all clamps were unclamped. The pump and tubing were swapped out. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6 and h10. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.